Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event of premature separation. There was a relationship found between the device and the reported event of break. A visual inspection found the distal tip anchor detached and the threaded column of the distal tip anchor was severed and threaded to the inner plug inside the inserter. A functional evaluation found the inner plug inserter advanced the inner plug as intended and revealed the portion of the distal tip that was broken. An evaluation of the customer provided image showed the distal end of the inserter with the threaded portion of the distal tip still inside. The top portion of the distal tip is missing and not visible in the image. The distal plug isn't visible below the distal tip. The proximal body appears to still be in place. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per the complaint details, the distal tip of the anchor remains in the patient¿s bone. The healicoil anchor is an implantable device and biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. No patient injury or further complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaints were confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include use of excessive force during insertion can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopic procedure, the distal section of the 'healicoil' anchor fell off from the distal tip of the shaft while inserting it into the bone hole, device was not removed from the patient. The procedure was successfully completed with no surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. As per investigation results, revealed a portion of the distal tip was broken.

Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code.